Event description:
Medical transfer setting. Pt intubated. Co2 on zoll registered 7 and then went to zero. Reverified lung sounds bilaterally and tube check performed x 2 staff members. Second check done on co2, zoll registered at zero. Co2 detector placed on propac and read zero. Verification done once again by bilateral lung sounds. Correct intervention measures taken by staff.

Event description:
Add'l info rec'd from MFR 5/6/04: it is zoll's opinion that these types of reports do not meet the criteria of a reportable event as defined by the FDA. Please note that the report contains evidence that this event may not have been a result of a device malfunction. The rptr indicated that the sensor was placed on a second device (propac) and the reading was identical to the reading provided by the mseries device. During correspondence with the customer they indicated that they were unable to indentify the serial number of the suspect device and product will not be returning to zoll for eval.